Event description:
The customer reported to olympus that prior to an unspecified procedure the elite ii video system center had power issues; once the device is powered on, it shuts down immediately. There was no report of patient injury.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the power supply was found shorted and confirmed the reported event. It was also noted the outer cased has cosmetic denting on the chassis and rear panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the power inlet on the rear panel has a short and likely caused the power failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.